Event description:
Pt admitted 7/29/94 with dx of acute pulmonary edema. Echocardiogram reports no disc motion of mitral valve. Taken to the or on 7/29/94 where it was noted that the poppet had escaped the cage and was in the mid abdominal aorta. New heart valve inserted. Pt expired on 8/1/94. Mitral valve prosthesis sent to laboratory for identification.